Event description:
Information received indicates the bed has no hi/low up functions.

Manufacturer narrative:
The hill-rom technician found the hydraulic fluid level was low. The technician brought the fluid level back to normal to repair the bed.